Manufacturer narrative:
The device is currently being investigated by resmed in (B)(4) and the investigation methods, results, and conclusion are not finalized at this stage. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that while a nurse was adding a nebulizer to a ventilator the astral device stopped ventilation and alarmed for low vti. The nurse disconnected the astral and nebulizer and began to ventilate the patient manually. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. A review of the device logs confirmed the reported low vti alarm. The reported device ventilation stop could not be confirmed. Performance testing could not reproduce the issue. The investigation of the vti alarm determined that the issue was due to a faulty expiratory flow sensor. Resmed risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported for this incident (B)(4).